Event description:
It was reported that the battery gauge was fluctuating and the pump battery could not be charged. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Battery - incorrectly displayed: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. Battery-not charging: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a malfunction 0 alarm was identified.